Event description:
It was further reported that there was failure to capture and elevated thresholds with a progressive rise on the left ventricular (lv) lead and the device had triggered the elective replacement indicator (eri).

Event description:
It was reported that the patient complained of pain and the pocket appeared to be snug around the device. It was also reported that there was premature battery depletion due to high left ventricular (lv) lead thresholds. The device was removed and replaced. The lv lead remains in use. It was also noted that the patient was participating in the sls clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).